Event description:
(B)(6) clinical study: it was reported that during a coronary stenting treatment procedure, thrombosis occurred. On (B)(6) 2013, the subject presented with silent ischemia and underwent cardiac catheterization which revealed a target lesion located in 1st diagonal with 80% stenosis with a reference vessel diameter of 4.0 mm. It was treated with pre-dilatation and placement of 4.00 x 20 mm study stent with 0% residual stenosis. After placement of the study stent, thrombus was noted proximal to the stent which was treated with thrombectomy catheter and medication. It was further reported that post procedure, the timi flow 3 is noted. The next day, the subject was discharged on dual antiplatelet therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2013 baseline core lab angiography result revealed 60% side branch stenosis at 1st diagonal. Post procedure angiography revealed 80% 'branch percent stenosis' in 1st diagonal. In addition, post procedure core lab angiography result revealed presence of spasm. Thrombus, no reflow with a final timi 2 flow was also noted. Core lab angio comment notes "thrombus in lmca prior to stent deployment."

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).